Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Pacing inhibition was also noted. Patient experienced shortness of breath. Programming changes were made. The patient was stable.